Event description:
Information was received that reported a patient was hospitalized in 2006 due to hyperglycemia. The reporter states that in 06 her blood glucose began to rise and no amount of troubleshooting including insulin injections would bring it down. Four days later, when she began vomiting she was taken to the hospital where upon admission, her blood glucose was 700 mg/dl and she had large ketones. At the hospital, it was noted that the device had physical damage that did not allow the cartridge to be securely held in place. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.